Event description:
It was reported that the customer experienced a malfunction on the pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection was delivered to address the elevated bg level, and there was no need for third-party assistance. Tandem technical support assisted the caller with resetting the pump, after which the malfunction did not recur, and the customer was able to continue using the pump with instructions to contact support if the issue arose again.